Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure involving one onyx trucor coronary drug eluting stent, the stent strut was observed to be positioned significantly above its intended anatomical location, indicating possible malapposition relative to the vessel wall. Excessive force could not be applied, however the stent strut appeared elevated above the expected position on the x-ray imaging. The onyx trucor stent was also expired by 12 weeks when used. The device did not pass through a previously-deployed stent. The lesion being treated was located in the mid obtuse marginal (om). No patient complications were reported as a result of this event.